Manufacturer narrative:
(B)(4). The ventilator was returned for investigation. During the investigation the display was found to have cracks in the center chassis. The display was replaced and the device passed testing.

Event description:
It was reported that a ventilator shut off unexpectedly while in standby mode. There was no patient involvement.